Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 203 mg/dl. Customer treated with manual injections. Customer stated that the blood glucose was over 700 mg/dl and she went to emergency room. Customer was high for four days and not sure of the cause. Customer is taken a medication. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.